Event description:
During troubleshooting a check lines & bags alarm that appeared on the homechoice (hc) display during prime (patient not connected), the home patient (hp) revealed that he accidently pulled-out the heater line. The technical service representative (tsr) explained that supplies were then compromised and advised hp to start over with new supplies. The hp understood explanation and would start over with new supplies. During a follow up with the hp regarding pulling-out the heater line, it was revealed that the issue was resolved, and he had resumed therapy. The hp confirmed that there were no defects on the supplies. The hp verified that he had accidentally pulled the tubing out. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone. This was an incident involving a user error and there was no allegation against the baxter product; therefore the sample will not be requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed. The product was not returned to baxter for evaluation. It was not possible to review manufacturing records for the lot, because the lot number was unknown. A cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error of home patient accidentally pulling the heater line out while trying to resolve the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarm is in progress through CAPA (B)(4).